Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he recently had blood glucose levels of 360, 390, and 445 mg/dl, which were treated with the insulin pump and manual injection. Blood glucose level at the time of the incident was 132 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.